Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg and lead explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: 18409861.